Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed near the lock of the tubing. Blood glucose level was 121 mg/dl. During troubleshooting, the customer primed the tubing and the air bubbles did not move. Tandem technical support informed the customer that air bubbles observed may be a blemish on the infusion set tubing due to no movement during the priming process. Reportedly, the customer resumed insulin deliveries using the same supplies.